Event description:
It was reported by the sales rep that he patient had to discontinue use of the unit because it was causing severe vertigo. The doctor advised to stop using the device and now the patient wants to return it. No new product was shipped to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with severe vertigo. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G1-2: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: device code updated 2993- adverse event without identified device or use problem. H6: investigation code added 3331 - analysis of production records. H6: investigation code added 4114- device not returned. H6: investigation findings code added 3221- no findings available. H6: investigation conclusions added 4315 - cause not established. H10: additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(4) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that he patient had to discontinue use of the unit because it was causing severe vertigo. The doctor advised to stop using the device and now the patient wants to return it. No new product was shipped to the patient.